Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed autotesting. Ipg failed saline test, which indicates overstimulation was possible. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system consisting of an ipg and a paddle lead on (B)(6) 2008. It was reported that on (B)(6) 2009, the patient was experiencing overstimulation sensations. The patient said he had no falls, other medical procedures, or anything unusual prior to that reported issue. The patient's ipg was replaced on (B)(6) 2010. It was discovered the patient also does arc-welding for which the impact to the stimulation system is unknown but may have an effect. The ipg was explanted and returned to ans for evaluation. No further information is available.